Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 08/01/2014 with the following findings: the complaint could not be duplicated with investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. There was evidence of moisture on the keypad flex cable and all internal components. Unrelated to the complaint, moisture was visible behind the display lens. A battery compartment crack was discovered and leak testing revealed a battery compartment leak and display lens leak.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the ok, up, and down keypad button were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.